Manufacturer narrative:
On september 19, 2023, the mentor failure analysis lab has received the device for evaluation. The device date of explantation was updated to august 31, 2023. On september 21, 2023, the evaluation for the device was completed. Device evaluation summary: visual analysis of the returned sample revealed that the sm mpp gel 300cc breast implant was found to be ruptured and received in two (2) parts. Additionally, an area of shell abrasion was found on the edge of the rupture. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 01, 2023, mentor received additional information regarding the patient's device date of explantation. It was reported that the patient is to undergo device explantation on (B)(6), 2023. Section d6b. Device explantation date: (B)(6), 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 03, 2024, mentor received additional information regarding the patient's replacement device. It was determined that the patient's replacement device was a 150cc mentor memorygel breast implant with serial number (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Section d6b. Explanation date: (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 41-year-old female patient underwent a primary breast augmentation with a 300cc mentor memorygel breast implant and experienced a rupture on the right side post-operatively. As a result, the patient is to undergo device explantation on (B)(6) 2023.